Manufacturer narrative:
D4 expiration date: na additional suspect medical device component involved: model#: csk-tc10-3m lot#: 110106 description: 100 mm tc electrode with 3m cable quantity: 1.

Event description:
Device evaluation performed on the returned electrode showed that the shaft was broken from the hub.